Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump intermittently times out sooner than expected. Reportedly, the pump display does not stay illuminated long enough in order to unlock the touch screen. Customer's blood glucose was approximately 300 mg/dl. The customer reverted to manual injections for insulin therapy.